Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker initially showed an estimated remaining longevity of 3.5 years. Six months later, it decreased to 2.5 years with a magnet rate of 100 pacing pulses per minute (ppm) which then dropped to less than six months with a magnet rate of 90 ppm several months later. Boston scientific technical services (ts) suggested turning off the auto capture feature and setting a fixed output. Ts also discussed voltage binning and noted the device may have popped up to 2.5 from the lower bin prior to the follow-up visit several months ago. Ts advised checking the patient in a couple of months. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information indicated that the device was explanted for normal battery depletion (nbd). Further, the device will not be returned as the patient requested to keep it.